Manufacturer narrative:
D10. Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot p4l0661s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic colorectal resection, after connecting the handle to the reload, the rectum was clamped for resection, when the stapler was fired to the midpoint, the staples were malformed. The handle gear was running idle, making it impossible to continue firing the reload. It was noted that the procedure time was extended by more than 30 minutes. To resolve the issue, manual suturing was done and a new handle was used.